Event description:
In 2003, it was reported that a pt complained of abdominal pain and an x-ray revealed an artifact that resembled a round cautery hook in the right lower quadrant. Laparoscopic surgery was performed to remove the object in february, 2003. It was also reported that this pt had undergone abdominal surgery with the intuitive surgical system utilizing a scalpel cautery instrument with a round cautery hook in 2002. Prior to the receipt of this report, intuitive received no notice that there was any issue related to the system or instruments used during the 2002 surgery.